Event description:
A nurse had inserted the trach care mac (multi access catheter) into a baby's trachea. When the nurse pulled the trach care back after suctioning, she noticed that the catheter tip was cut and the half part of it stayed inside the baby. The nurse also stated that the sleeve of the trach care was damaged, but not what the damage was. Further info from the dir of the nicu user facility was obtained. The report stated that the catheter piece was located in the infant's trachea by x-ray. The sleeve was opened at the point of the connector and then the sleeve was stuck back into the catheter with tape. The dir stated that the medical condition of the baby was very well and there was not any injury.